Manufacturer narrative:
Investigation: bd received a photo from the customer facility for investigation. The customer photo was evaluated and the customer¿s indicated failure mode of the rubber sleeve becoming detached and leakage occurring with the incident lot was observed. It was identified that the sleeve had become detached in the stopper of a non-bd tube. A review of the device history record was completed for the incident lot number and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Based on evaluation of the customer samples and photo that was/were received, the customer¿s indicated failure mode of the rubber sleeve becoming detached and leakage occurring with the incident lot was observed. Based on the investigation, a root cause could not be determined.

Manufacturer narrative:
A sample is not available for evaluation. However, a no sample investigation and device history record review will be completed. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that blood leaked from the bd vacutainer® adapter with luer adapter. There was no report of exposure, injury or medical interventions.